Manufacturer narrative:
Complaint conclusion: pta balloon catheter (bc) was delivered to the lesion for post-dilation, and after inflation it ruptured at 6 atm (six atmospheres) during its initial dilation. Therefore, it was removed from the patient and a new 7.0 x 40mm saber bc was used instead to complete the procedure successfully. There was no report of patient injury. The target lesion was the aorta and common iliac artery. The target lesion was heavily calcified and mildly tortuous, with a rate of stenosis of 99%. After implanting a smart stent, the saber pta bc was delivered to the lesion for post-dilation and inflated at the lesion; however it ruptured at 6 atm during initial dilation. The product was stored, handled, and prepped according to the IFU (instructions for use). There were no kinks or other damages noted to the device or packaging prior to inserting the product into the patient. The device prepped normally. It was unknown which contrast media was used. The contrast to saline ratio was 50:50. An everest inflation device was used. The same indeflator was used successfully with other devices. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon catheter removed easily and intact (in one piece) from the patient. The product was returned for analysis. A non-sterile unit of saber 7mm x 2cm 90cm bc was returned. The device was returned coiled. An axial balloon burst was found during visual analysis. No other anomalies were found. Functional analysis could not be performed due to the balloon burst. Per sem analysis the external surface showed evidence of abrasion marks that could be related to the balloon burst. Marker bands and internal surface did not show damage. A device history record (DHR) review of lot 17071864 revealed no anomalies or non-conformances that can be associated with the reported event. The reported ¿balloon burst at/below rbp (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the burst could not be determined during analysis. Based on the information available for review, vessel characteristics (heavy calcification, mild tortuosity and a rate of stenosis of 99%) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. Neither the DHR review nor the product analysis suggests that the burst experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Event description:
During a pci (percutaneous coronary intervention) procedure, it was reported that a 5.0x100mm saber pta balloon was delivered to the lesion for post-dilation, and after inflation it ruptured at 6 atm (atmospheres) during its initial dilation. Therefore, it was removed from the patient and a new 7.0x40mm saber balloon was used instead to complete the procedure successfully. There was no report of patient injury. The target lesion was the aorta and common iliac artery. The target lesion was heavily calcified and mildly tortuous, with a rate of stenosis of 99%. After implanting a smart stent, the saber pta balloon was delivered to the lesion for post-dilation and inflated at the lesion, however, it ruptured at 6 atm during initial dilation. The product was clinically used. The product will be returned for analysis.

Manufacturer narrative:
The device was returned for analysis, however the product analysis has not yet been completed. Additional information will be submitted within 30 day of receipt.

Manufacturer narrative:
Addendum (05/14/2015): the product was stored, handled, and prepped according to the IFU. There were no kinks or other damages noted to the device or packaging prior to inserting the product into the patient. The device prepped normally. It was unknown which contrast media was used. The contrast to saline ratio was 50:50. An everest inflation device was used. The same indeflator was used successfully with other devices. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon catheter removed easily and intact (in one piece) from the patient. Concomitant device: everest indeflator. The product was returned for analysis, however the engineering evaluation has not yet been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The engineering evaluation has not yet been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Concomitant devices: smart stent. (B)(4). The device has not yet been returned for analysis. Additional information will be submitted within 30 days of receipt.